Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to suspected infection. As reported by rep: "pt. Presented with a draining knee wound following a previous ¿washout and liner-exchange¿. Pt¿s knee was washed out and the liner exchanged as part of dr¿s I&d protocol." Spoke to rep, who confirmed that no further information will be released by the hospital or surgeon.